Event description:
No additional information received material: 309620 batch#: 3273719 it was reported by the customer that unknown substance found in 50ml syringe. Syringe is unsterile. Verbatim: unknown substance found in 50ml syringe. Syringe is unsterile. Comments on 25/04/2024 1. Lot number is 3273719 2. Date was 4-24-24 3. No injury to patient or staff. Item was not used/opened.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported an unknown substance was in a 50ml syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web and the other photo a syringe in its packaging blister. The syringe barrel flange has foreign matter. No other defects or imperfections were observed. A device history record review was completed for provided material number 309620, lot 3273719. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 309620 batch#: unknown it was reported by the customer that unknown substance found in 50ml syringe. Syringe. Is unsterile. Unknown substance found in 50ml syringe. Syringe is unsterile. Additional information: 1. Lot number is 3273719 2. Date was 4-24-24 3. No injury to patient or staff. Item was not used/opened